Manufacturer narrative:
Reported event of no pacing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. The device image indicated the device was within normal range of operation. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Further analysis of the device¿s lead impedance, sensing, pacing, and high voltage charging were found to be normal.

Event description:
During implant procedure, it was noted that the device was not pacing. The device was not implanted and a replacement device was successfully implanted to resolve this event. The patient was stable.